Event description:
It was reported that this right ventricular (rv) lead was explanted due to oversensing of noisy signals. No additional adverse patient effects were reported. Due to the limited information received, further follow up to obtain related details was not possible.